Manufacturer narrative:
The devise was not received for evaluation at stryker endoscopy. The device was received at wom for evaluation. Based on the wom service record attached, the reported failure ¿[over-pressured]¿ was not confirmed. See attached wom investigation report: unit passed all testing. Probable root cause: since there was no problem found user error can not be ruled out. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product over- pressured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product over- pressured.